Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned fro analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres, the balloon ruptured. There were no kinks on the device prior to use and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.